Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034723) on 24-mar-2014. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("extreme bleeding / bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal fluid collection ("fluid built up in abdomen"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme pain"), abdominal pain lower ("severe cramping /severe cramps"), depression ("depression"), alopecia ("hair loss /hair loss"), menstruation irregular ("irregular periods"), neuropathy peripheral ("neuropathy"), abdominal distension ("bloating/my waist has gone up two full sizes"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), allergy to metals ("I'm allergic to nickel") with rash, infection ("infection") and tooth loss ("lost all teeth"). The patient was treated with surgery (total hysterectomy and both fallopian tubes were all removed) and surgery. Essure was removed. At the time of the report, the pelvic pain, intra-abdominal fluid collection, genital haemorrhage, abdominal pain, abdominal pain lower, depression, alopecia, menstruation irregular, neuropathy peripheral, abdominal distension, muscular weakness, arthralgia, allergy to metals, infection and tooth loss outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, genital haemorrhage, menstruation irregular, muscular weakness, neuropathy peripheral, pelvic pain and tooth loss to be related to essure. The reporter provided no causality assessment for infection and intra-abdominal fluid collection with essure. The reporter commented: since her removal surgery, almost all symptoms have resolved, though some remain. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth loss. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported specified adverse events are known possible undesirable events and not indicative of a quality deficit per se. Additionally an unevaluable event was reported which was not further specified and hence could not be assessed in more detail. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event lost all teeth added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5034723) on 24-mar-2014. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("extreme bleeding / bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included baclofen, clonazepam, dicycloverine (dicyclomine), fluticasone, folic acid, gabapentin, ondansetron, oxybutynin, pregabalin, ropinirole, topiramate and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("fluid built up in abdomen"), abdominal pain ("extreme pain"), abdominal pain lower ("severe cramping /severe cramps"), depression ("depression"), alopecia ("hair loss /hair loss"), menstruation irregular ("irregular periods"), neuropathy peripheral ("neuropathy"), abdominal distension ("bloating/my waist has gone up two full sizes"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), allergy to metals ("I'm allergic to nickel") with rash, infection ("infection"), tooth loss ("lost all teeth/ lost all my teeth after essure") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy and both fallopian tubes were all removed) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal fluid collection, abdominal pain, abdominal pain lower, depression, alopecia, menstruation irregular, neuropathy peripheral, abdominal distension, muscular weakness, arthralgia, allergy to metals, infection, tooth loss and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for infection and intra-abdominal fluid collection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, genital haemorrhage, menstruation irregular, muscular weakness, neuropathy peripheral, pelvic pain and tooth loss to be related to essure. The reporter commented: since her removal surgery, almost all symptoms have resolved, though some remain. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth loss . Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported specified adverse events are known possible undesirable events and not indicative of a quality deficit per se. Additionally an unevaluable event was reported which was not further specified and hence could not be assessed in more detail. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: event dysmenorrhea and concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("extreme bleeding / bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included baclofen, clonazepam, dicycloverin (dicyclomine), fluticasone, folic acid, gabapentin, ondansetron, oxybutynin, pregabalin, ropinirole, topiramate and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("fluid built up in abdomen"), abdominal pain ("extreme pain"), abdominal pain lower ("severe cramping /severe cramps"), depression ("depression"), alopecia ("hair loss /hair loss"), menstruation irregular ("irregular periods"), neuropathy peripheral ("neuropathy"), abdominal distension ("bloating/my waist has gone up two full sizes"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), allergy to metals ("I'm allergic to nickel") with rash, infection ("infection"), tooth loss ("lost all teeth/ lost all my teeth after essure") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy and both fallopian tubes were all removed) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal fluid collection, abdominal pain, abdominal pain lower, depression, alopecia, menstruation irregular, neuropathy peripheral, abdominal distension, muscular weakness, arthralgia, allergy to metals, infection, tooth loss and dysmenorrhoea had not resolved. The reporter provided no causality assessment for infection and intra-abdominal fluid collection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, genital haemorrhage, menstruation irregular, muscular weakness, neuropathy peripheral, pelvic pain and tooth loss to be related to essure. The reporter commented: since her removal surgery, almost all symptoms have resolved, though some remain. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth loss quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported specified adverse events are known possible undesirable events and not indicative of a quality deficit per se. Additionally an unevaluable event was reported which was not further specified and hence could not be assessed in more detail. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event outcome for all events updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("extreme bleeding / bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included baclofen, clonazepam, dicycloverine (dicyclomine), fluticasone, folic acid, gabapentin, ondansetron, oxybutynin, pregabalin, ropinirole, topiramate and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("fluid built up in abdomen"), abdominal pain ("extreme pain"), abdominal pain lower ("severe cramping /severe cramps"), depression ("depression"), alopecia ("hair loss /hair loss"), menstruation irregular ("irregular periods"), neuropathy peripheral ("neuropathy"), abdominal distension ("bloating/my waist has gone up two full sizes"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), allergy to metals ("I'm allergic to nickel") with rash, infection ("infection"), tooth loss ("lost all teeth/ lost all my teeth after essure"), dysmenorrhoea ("dysmenorrhea") and amnesia ("memory loss problem"). The patient was treated with surgery (total hysterectomy and both fallopian tubes were all removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal fluid collection, abdominal pain, abdominal pain lower, depression, alopecia, menstruation irregular, neuropathy peripheral, abdominal distension, muscular weakness, arthralgia, allergy to metals, infection, tooth loss, dysmenorrhoea and amnesia had not resolved. The reporter provided no causality assessment for infection and intra-abdominal fluid collection with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, depression, dysmenorrhoea, genital haemorrhage, menstruation irregular, muscular weakness, neuropathy peripheral, pelvic pain and tooth loss to be related to essure. The reporter commented: since her removal surgery, almost all symptoms have resolved, though some remain. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth loss, amnesia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported specified adverse events are known possible undesirable events and not indicative of a quality deficit per se. Additionally an unevaluable event was reported which was not further specified and hence could not be assessed in more detail. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 19-nov-2018: social media - new event memory loss problem were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034723) on 24-mar-2014. The most recent information was received on 21-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("extreme bleeding / bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal fluid collection ("fluid built up in abdomen"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme pain"), abdominal pain lower ("severe cramping /severe cramps"), depression ("depression"), alopecia ("hair loss /hair loss"), menstruation irregular ("irregular periods"), neuropathy peripheral ("neuropathy"), abdominal distension ("bloating/my waist has gone up two full sizes"), muscular weakness ("muscle weakness"), arthralgia ("joint pain"), allergy to metals ("I'm allergic to nickel") with rash and infection ("infection"). The patient was treated with surgery (total hysterectomy and both fallopian tubes were all removed) and surgery. Essure was removed. At the time of the report, the pelvic pain, intra-abdominal fluid collection, genital haemorrhage, abdominal pain, abdominal pain lower, depression, alopecia, menstruation irregular, neuropathy peripheral, abdominal distension, muscular weakness, arthralgia, allergy to metals and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, genital haemorrhage, menstruation irregular, muscular weakness, neuropathy peripheral and pelvic pain to be related to essure. The reporter provided no causality assessment for infection and intra-abdominal fluid collection with essure. The reporter commented: since her removal surgery, almost all symptoms have resolved, though some remain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported specified adverse events are known possible undesirable events and not indicative of a quality deficit per se. Additionally an unevaluable event was reported which was not further specified and hence could not be assessed in more detail. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 21-nov-2017: events added- fluid built up in abdomen and infection. Events verbatim updated as bloating/my waist has gone up two full sizes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034723) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("extreme bleeding / bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme pain"), abdominal pain lower ("severe cramping /severe cramps"), depression ("depression"), alopecia ("hair loss /hair loss"), menstruation irregular ("irregular periods"), neuropathy peripheral ("neuropathy"), abdominal distension ("bloating"), muscular weakness ("muscle weakness"), arthralgia ("joint pain") and allergy to metals ("I'm allergic to nickel") with rash. The patient was treated with surgery (total hysterectomy and both fallopian tubes were all removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, depression, alopecia, menstruation irregular, neuropathy peripheral, abdominal distension, muscular weakness, arthralgia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, genital haemorrhage, menstruation irregular, muscular weakness, neuropathy peripheral and pelvic pain to be related to essure. The reporter commented: since her removal surgery, almost all symptoms have resolved, though some remain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported specified adverse events are known possible undesirable events and not indicative of a quality deficit per se. Additionally an unevaluable event was reported which was not further specified and hence could not be assessed in more detail. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "severe cramping, depression, hair loss, irregular periods, pelvic pain", reporter lawyer were added. She underwent total hysterectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2017: event "neuropathy, bloating, muscle weakness, joint pain, rashes, I'm allergic to nickel", reporter and all source document from deletion case (B)(4) transfer to this case. All source document and information from deletion case (B)(4) were transfer to this case. Essure legal manufacture has changed from bayer healthcare(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.